Event description:
It was reported the knob at the back of the sthc1 is not turning properly and then does not engage with the needle - white wheel. No further info is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the rotational and translational cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.